Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. Corrected fields: d4, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ultrasound media leakage, torn of the insertion tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the observation of a torn tip on the insertion part, along with an ultrasound media leak, it was likely that the patient's blood entered the device due to external force applied to the damaged tip. The most probable cause of the identified issues was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the ultrasonic probe device appeared to have blood entered the inside. The device had been reprocessed twice. There was no patient involvement.

Event description:
No new information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the ultrasonic probe device appeared to have blood entered the inside. The device had been reprocessed twice. There was no patient involvement.